Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt does not have stimulation from her scs sys. The pt reportedly lost her charger and has not recharged her sys in approximately three months. Pt will follow-up with her surgeon to determine next steps to address the issue.